Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary fully covered rx stent was removed from the common bile duct during a planned endoscopic retrograde cholangiopancreatography (ercp) with stent replacement procedure performed on (B)(6) 2017. Reportedly, the stent had been implanted for six months. According to the complainant, during the planned stent removal, it was noted that the stent had migrated proximally. The physician began to remove the stent by grasping the retrieval loop with forceps. During the stent removal, the retrieval loop became unraveled but the stent was successfully removed from the patient. The physician decided not to place another stent and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A deployed wallflex¿ biliary fully covered rx stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the wires were bent and four wires broke at the retrieval loop end. The stent covering was also damaged. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the reported complaint of stent damaged. The noted damages on the stent cover were most likely due to the wire breaks and occurred as the stent was being retrieved. Taking into consideration the reported event and the condition of the returned device , the investigation concluded that the observed failures are likely due to anatomical/ procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary fully covered rx stent was removed from the common bile duct during a planned endoscopic retrograde cholangiopancreatography (ercp) with stent replacement procedure performed on (B)(6) 2017. Reportedly, the stent had been implanted for six months. According to the complainant, during the planned stent removal, it was noted that the stent had migrated proximally. The physician began to remove the stent by grasping the retrieval loop with forceps. During the stent removal, the retrieval loop became unraveled but the stent was successfully removed from the patient. The physician decided not to place another stent and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.